Event description:
It was reported that during the first inflation attempt of the nc trek balloon, the catheter kept losing pressure. Upon removal of the device, a leak was noted in the shaft at the junction of the hypotube and distal shaft. The device was prepped prior to use without any issues. There was no reported resistance during advancement or removal of the catheter. A new nc trek was used to continue the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek balloon catheter found contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation. There was a kink in the hypotube shaft 10 cm proximal to the guide wire exit notch. The proximal end of the hypotube was protruding through the outer member 10 cm proximal to the guide wire exit notch. Using a new indeflator filled with water, an attempt was made to pressurize the balloon. There was fluid leaking from the hole in the shaft where the hypotube was protruding thorough, confirming the leak. The balloon did not inflate completely because of loss of pressure. In this case, it is likely that the shaft kinked during advancement in the lesion as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further, as the shaft kinked, the hypotube likely protruded through the outer member material at the kink location, resulting in the noted leak. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the protective sheath is placed over the balloon. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the balloon rated burst pressure (rbp) and catheter lumen integrity prior to release. A search of the lot history record indicated no nonconformance material record for the lot and a search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency.